Event description:
It was reported that the epicardial ventricular lead showed no capture, high impedance and unacceptable thresholds during a routine change out of the device. It was noted that the patient had a left ventricular assist device (lvad) placed one month prior at a different location. It was about that time that the impedance started reading high. It is presumed that the lead was damaged during the lvad placement. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.